Event description:
This spontaneous report was received from a us nurse and concerns a male patient. He was injected with 4 syringes of radiesse, into the jawline (off label use of device). After radiesse injection, the patient experienced a possible vascular occlusion in a form of numbness, discoloration and tingling in lip. The outcome of the event was unknown. Follow-up information was received on 23-mar-2022: the event verbatim was changed from possible vascular occlusion to vascular occlusion. The coding remained unchanged. On (B)(6) 2022, after the radiesse injection, the patient experienced a vascular occlusion. The patient was treated as per protocol. The outcome of the event was reported as resolved, on (B)(6) 2022.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
Follow-up information was received on 31-mar-2022: the reporter informed that the patient was injected with 3 syringes of radiesse, to a males jaw. The outcome of the event remained unchanged.